Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/02/2010, 02/26/2010 and 03/01/2010 by phone, fax, and mail. A completed questionnaire has not been received.(B) (4). (B) (4).

Event description:
A consumer reported having difficulty reading at near following bilateral intraocular lens (iol) implant surgeries. She stated that she has discussed this with her surgeon and he told her that she needs more time to adjust. She is wearing over-the-counter readers to see near. She also reported experiencing elevated eye pressure in both eyes right after surgery. The pressure in the left eye, the first surgery, has resolved with medications. She is still being treated for the right eye which -- is improving. She stated that she has no previous history of high eye pressure. On a previous report, the surgeon reported this patient as unilaterally implanted in the left eye, and was not able to read as well as she would like. He reported performing a yag procedure due to small posterior capsule opacification (pco). He also reported an intraocular pressure (iop) spike postoperatively which he treated with medications and it resolved. He also stated that these events are not iol-related and felt they were due to pathology or poor adaptation from having only one multifocal lens implanted. He was hoping that by implanting the fellow eye with another multifocal lens, the patient would have better near vision. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.